Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare rep that a nurse was "unable to fit the connector of the heater wire adaptor into the expiratory limb of an rt340 circuit on set-up". This was noticed prior to patient connection and no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint rt340 adult dual-heated evaqua breathing circuit was not returned to fisher & paykel healthcare for investigation. Without the return of the complaint circuit we are unable to confirm the reported fault or determine the root cause of the incident. From our knowledge of similar complaints received, it is likely that the breathing circuit heater wire pins were damaged preventing full insertion of the heater wire socket to the heater wire adaptor plug. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered.